Manufacturer narrative:
(B)(6). This device was returned for evaluation and did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed pretest for loctite and cable assessment. It was further determined that the hose had a hole on the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that at the end an unspecified surgical procedure, it was observed that the there was a spark from the sheath of the motor device. According to the reporter, smoke was observed ¿going out of the pipe¿ of the device. There were no delays in the surgical procedure. It was reported that a spare device was not needed as the event occurred at the end of the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.